Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported getting lost sensor alerts and sensor end alerts. Customer also stated that the insulin pump was not communicating with the transmitte. Blood glucose level was 440 mg/dl at the time of the call. No further information was provided.